Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was 28 mg/dl. He treated with a cup of orange juice and three glucose tabs. Troubleshooting was initiated for the low blood glucose. The drive support cap appeared normal. The insulin pump programming was accurate. The customer stated that the low may have been caused by overbolusing for his breakfast. The insulin pump was returned and replaced due to physical damage; the customer was not always able to read the numbers on the screen.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The test mini link transmitter communicated properly to the pump. The pump functioned properly with the test transmitter. No unexpected lost sensor alarm or isig value anomaly was noted. The pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen. No bolus anomaly was noted. The pump had a cracked case at the display window corner, and minor scratches on the display window. No dark spots on the lcd glass noted.